Event description:
It was reported that the device reached elective replacement indicator after 3 years due to possible premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and battery depletion was indicated (eri). Eri caused by high battery impedance was noted on (B)(6) 2012 prior to explant. (B)(4) installed on (B)(6) 2011. High battery impedance resulted in eri.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance.